Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead, the initial placement showed high capture thresholds. The physician decided to reposition the lead. Prior to the repositioning, the helix mechanism was tested, and the helix would not retract. The procedure was completed with another lead. No additional adverse patient effects were reported.